Event description:
It was reported that during cleaning the pin collet leaked. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Device not yet received. Evaluation is anticipated upon receipt of device and a follow-up will be filed.

Event description:
It was reported that during cleaning the pin collet leaked. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
The reported debris was confirmed by a manufacturer service engineer through visual inspection. Upon disassembly, broken down lubrication was identified, which can be caused by non-recommended or improper cleaning procedures. The attachment is not a repairable device and will therefore not be returned to the user facility.